Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. The lead had fractured and migrated. As a result, surgical intervention was undertaken to explant and replace the system on (B)(6) 2026.